Event description:
The patient underwent the successful coil embolization procedure of the right ophthalmic artery aneurysm. Immediately post procedure, the patient was reportedly in a stable condition. However, during the hospitalization, the patient¿s condition had worsened. Five days post procedure, the patient suffered vasospasm that resulted in death the same day. No other information was provided.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vasospasm and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.